Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 236 mg/dl. However, the customer stated that bg level was due to food eaten and was not due to the reported issue. It was indicated that the customer would take a manual injection.